Manufacturer narrative:
In suit with the provider, not pride. No further updates will be available.

Event description:
Customer was test driving the scooter and was caused to capsize and fall due to the way in which it was set up alleges counsel.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Customer was test driving the scooter and was caused to capsize and fall due to the way in which it was set up alleges counsel.